Event description:
It was reported that the bd micro-fine¿+ pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: the inner shield of the needle was found to be missing.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: one open 31g x 5mm pen needle sample and four photos were returned from lot no. 1195576, cat. No. 320129. Visual examination was carried out on the returned sample and photos and no issues were observed. Evidence of a seal being applied to the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: the inner shield of the needle was found to be missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.